Event description:
It was reported that a day after implantation, this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement. The rv lead was explanted and replaced with a new lead. The lead was disposed by the hospital. No additional adverse patient effects were reported.